Manufacturer narrative:
The device used in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection was performed and showed a cracked casing. The functional inspection was performed and showed the device failed the pressure test with a low vacuum alarm and the root cause identified as a defective vacuum pump. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that the pump pressure was weak and the device alarmed low vacuum. Troubleshooting steps were performed but the issue was not solved. Smith and nephew representative advised that the pump needed to be swapped for the patient. There was no harm to patient.